Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical doctor encountered difficulty advancing the intra-aortic balloon (iab) into the sheath. The doctor had aspirated a full syringe of air for three times and the catheter failed to advance into the sheath. The doctor removed the catheter only and replaced it with a new one. The new catheter was successfully inserted into the original sheath. Patient outcome is reported as stable. There was no reported death or patient complications. A report of delay in therapy but no harm caused to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "the catheter failed to advance into the sheath" is not confirmed. The iab bladder passed dimensional specifications and functional testing. The sheath in question was not returned for investigation. The returned iab was successfully inserted into a lab inventory 8fr teflon sheath. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported that the medical doctor encountered difficulty advancing the intra-aortic balloon (iab) into the sheath. The doctor had aspirated a full syringe of air for three times and the catheter failed to advance into the sheath. The doctor removed the catheter only and replaced it with a new one. The new catheter was successfully inserted into the original sheath. Patient outcome is reported as stable. There was no reported death or patient complications. A report of delay in therapy but no harm caused to the patient. Patient's height: (B)(6).